Event description:
It was reported that the controller had controller fault alarms. The controller was exchanged and the alarms were resolved. No consequence to the patient. No other information was reported. The pump remains implanted. It was reported that the controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A supplemental report will be submitted when the manufacturer's investigation has been completed device still implanted in patient.

Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the controller and log files were not available for analysis. The device could not be correlated to the reported event and with review of the device history records there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information and without the return of the device for evaluation, no root cause conclusion can be made. The instructions for use (IFU), patient manual, and training material provide instructions to the user on proper usage, care and management of the controller and power sources. Instructions are provided to further educate the patient about product safety, visual indicators, and audible alarm management. It is outlined to always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The steps for exchange of power sources and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.